Event description:
It was reported that the patient's pump was "disconnected" and the patient never heard an alarm on their pump. There were no patient symptoms reported. The patient had received assistance from their physician or manufacture representative and their concerns were resolved. The patient had an appointment on 2015-(B)(6). It was unknown what the pump system was delivering at the time of report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l62630, implanted: 1999-(B)(6), product type catheter. (B)(4).